Event description:
It was reported to philips that the allura system geometry movement was not possible. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the oncology planned treatment/non-emergency treatment was aborted and completed on another system. The philips field service engineer (fse) inspected the system onsite and found that geometry movement was partly available. Analysis of system log file confirmed geo-pc malfunctioning. Upon troubleshooting, fse identified the geo module was defective. The philips engineer replaced geo ipc, geo module, and downloaded geo ipc software. After which, the system was returned to use in good working order the codes were updated based on the investigation outcome.